Event description:
At 2:30pm resident was assisted back to bed. At approximately 2:40 pm, resident was observed entangled in siderail. Resident was alert and responding "please help me". Two nursing assistants and rn charge nurse assisted resident to mattress on floor. A few breaths were still observed. Resident then gasped and expired. Resident was dnr so no further attempt to revive. Death occurred at 2:45pm.